Event description:
It was reported that after moving the patient in the cath lab to the bed, the staff received helium loss alarms. They have exchanged the helium tank, checked all connections, and exchanged the pump prior to/during the call. Alarm history showed helium loss 2 and 3 alarms. No blood was noted in the catheter tubing. Helium leak test was performed, a leak was detected proximal to the clamp above the quick connect. As a result, the staff retightened the quick connect. There were no additional alarms. Clinical support specialist (css) follow up with the nurse on (B)(6) 2021, patient was successfully transferred to ICU, no additional alarms noted or reported. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that after moving the patient in the cath lab to the bed, the staff received helium loss alarms. They have exchanged the helium tank, checked all connections, and exchanged the pump prior to/during the call. Alarm history showed helium loss 2 and 3 alarms. No blood was noted in the catheter tubing. Helium leak test was performed, a leak was detected proximal to the clamp above the quick connect. As a result, the staff retightened the quick connect. There were no additional alarms. Clinical support specialist (css) follow up with the nurse on 25 may 2021, patient was successfully transferred to ICU, no additional alarms noted or reported. There was no report of patient complications, serious injury or death.